Event description:
The customer reported the system rebooted without command. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was repaired and then found to be operating as intended.